Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable ipg had reach end of life. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.